Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# n4e1914y) sigphandle, sig power sigphandle handle (serial# unknown) sigpshell, sig power sigpshell control shell (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a proximal gastrectomy, the power handle was the latest version, an abnormal sound which was different from usual was heard when the user pressed the down button again after the firing was completed in the second firing. Afterwards, the upper button was pressed to return the knife, but the knife could not be returned, so the manual adapter tool was used to remove the device from the issue. There was no patient injury.